Event description:
It was reported that the insulin pump was making a loud beeping noise. Customer unable to push buttons. Customer removed the battery and the time stayed on the display. Time is not advancing. The blood glucose reading was 208 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.